Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary/bowel problems, organ perforation, recurrence, bleeding and dyspareunia. It was reported that patient underwent mesh removal on (B)(6) 2010 due to vaginal bleeding, exposed mesh, and dysuria. On (B)(6) 2011 patient underwent removal due to mesh erosion and suture erosions in the bladder.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and boston scientific pinnacle pelvic floor repair kit was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 11/09/2015. Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005, and a mesh was implanted concurrently with excision of vaginal lesion x2; excision of vulvar lesion x2, due to vaginal lesion with vaginal bleeding, and vulvar lesions x2. It was reported that the patient underwent laparoscopy, lysis of adhesions, suprapubic exploration, excision of vaginal lesion on (B)(6) 2006, due to pelvic pain, vaginal lesion. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent laparoscopy, lysis of pelvic adhesions, posterior colporrhaphy, repair of enterocele, sacrospinous ligament fixation for prolapse of vagina on (B)(6) 2009 due to pelvic pain and rectocele.